Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported the nurse clamped the uvc with a metal teleclamp and then noticed the catheter to be broken. The catheter was repaired with a luer stub, manufactured by another manufacturer to temporarily repair the uvc. The customer reports the pt status is fine.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.